Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted the cause of the low impedance was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated the neurologist altered the patient's settings and may do an exploratory surgery to investigate the lead impedance issues further, however, the patient is becoming advanced in their parkinson's disease and the neurologist is hesitant about the patient undergoing general anesthetic. The issue has not been resolved, as the impedance issues were still occurring and the neurologist was trying to program around it. Additionally, further information was provided to clarify the first notified date, which was changed to (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient has been having recurring out of regulation (oor) messages on their programmer. The physician interrogated the implantable neurostimulator (ins) and found oor warning and low impedances on two electrodes. The oor message continued to appear on the programmer, so the manufacturer representative (rep) re-interrogated the ins and checked the system. The rep also saw oor message and left electrode 2 was consistently showing low impedances in bipolar. Therapy impedance on the right side internal globus pallidus was not available in one of the measurements, but other therapy measurements from that side were 688 ohms (from physician check) and 1296 ohms in another check from the rep. The patient still felt they were getting therapy. The patient was implanted for parkinson's disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep indicated at this point no further actions were planned to be taken.